Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 531 mg/dl. Trouble was not performed for high blood glucose reading. When the customer woke up, blood glucose reading decreased to 413 mg/dl. Customer also had compromised force sensor system alarm. Customer states insulin is "squirting out" during the manual prime process. Customer treated with an injection at 8:33am. Most recent blood glucose reading is 287 mg/dl. Insulin pump was dropped prior compromised force sensor system alarm. Drive support cap is normal. Customer was advised to discontinue from the insulin pump and revert to a back plan per healthcare instruction. Insulin pump will be returning for analysis.